Event description:
Per information provided: on (B)(6) 2008: patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel patch (device #1). Per operative notes, ¿there was an obvious indentation consistent with the hernia where the previously placed synthetic mesh was noted. A composix kugel patch (device #1) was placed in a way to cover the hernia site using sutures.¿ on (B)(6) 2009: patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex patch (device #2). Per operative notes, ¿the previously placed mesh (device #1) was noted above the hernia. A large ventralex patch (device #2) was laid in place of defect using sutures.¿ on (B)(6) 2010: patient was diagnosed with adhesion, pain in right lower quadrant thereby underwent laparoscopic repair. Per operative notes, ¿there were a lot of adhesions. A large patch (device #2) of mesh had come down and omentum stuck between the mesh was retacked using sutures.¿ on (B)(6) 2011: patient had abdominal pain and diagnosed with eventration of mesh thereby underwent open repair with the partial removal of mesh (device #1). Per operative notes, ¿a small amount of eventrated mesh (device #1) was removed and remainder mesh was sutured.¿ on (B)(6) 2011: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #2). Per operative notes, ¿several defects were made into same defect. Adhesions were cleared off which was stuck to the mesh. The buckled mesh (device #2) was resected which on left side.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2008) is considered to be a best estimate. This emdr represents the composix kugel mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.